Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt rise in impedance into a high range in addition to oversensing, noise and fracture. The patient also received inappropriate therapies. The lead was reprogrammed. A laser extraction was attempted but the lead could only be partially removed. The remaining lead was capped and a new lead was implanted. It was also reported that the right atrial (ra) lead had been exhibiting high thresholds. The lead had been programmed off prior to being explanted and replaced along with the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.